Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "broken p1 in the door latch area". This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occurred in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. (B)(4). (B)(4) (B)(6) 2012 - (B)(4) during the (B)(4) initial inspection found broken p1 in the door latch area and the complaint questions does not need to be answered. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). After further investigation it was determined that this report is a duplicate of report # 6000001-2012-11196. All further information for the reported condition will be reported through report # 6000001-2012-11196.